Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation the lead safety switch (lss) was noted to have triggered on the right ventricular (rv) lead. When reviewing daily measurements no out of range impedance measurements were observed. Boston scientific technical services (ts) was consulted and discussed that the lss indicates there was an out of range impedance on the rv lead. One episode of oversensed noise was observed from the previous day. It was noted that the noise appeared to be myopotenial from unipolar configuration and no patient symptoms were observed. No noise was seen in bipolar configuration. The right ventricular (rv) lead was programmed back to bipolar and the lss was reset. The clinic opted to continue to monitor the patient. The rv lead and pacemaker remain in service and no adverse patient effects were reported.